Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and intestinal obstruction ("bowel obstructions") in a (B)(6) female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included lupus erythematosus. Previously administered products included for an unreported indication: ortho-novum. Concurrent conditions included obesity, rheumatoid arthritis, abdominal pain lower, hyperthyroidism, rheumatoid arthritis, insomnia, arthralgia, lupus erythematosus, vitamin d deficiency, muscle pain, dysuria, pelvic discomfort, nickel sensitivity, hot flashes, uterine leiomyoma, endometriosis and menstrual disorder. Concomitant products included folic acid, methotrexate and paracetamol (tylenol 8 hour). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced artificial menopause ("surgery caused menopause"), depression ("depression") and mood swings ("mood swings"). In 2015, the patient experienced intestinal obstruction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pyrexia ("fever"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, artificial menopause, mood swings, migraine, headache, nausea, dyspareunia, fatigue, weight increased, weight decreased and intestinal obstruction outcome was unknown, the genital haemorrhage had not resolved and the abdominal pain and pyrexia had resolved. The reporter considered abdominal pain, artificial menopause, depression, dyspareunia, fatigue, genital haemorrhage, headache, intestinal obstruction, migraine, mood swings, nausea, pelvic pain, pyrexia, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: pelvic pain, dyspareunia, abdominal pain¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "surgery caused menopause, depression, mood swings, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain, weight loss, bowel obstructions, abdominal pain, fever, did you undergo an essure confirmation test? No", reporter, lot number, concomitant drug, historical condition added from pfs. On 1-mar-2018: medical record received - new reporter were added. Case updated as medically confirmed. Historical and concomitant conditions were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and intestinal obstruction ("bowel obstructions") in a 45-year-old female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included lupus erythematosus. Previously administered products included for an unreported indication: ortho-novum. Concurrent conditions included obesity, rheumatoid arthritis, abdominal pain lower, hyperthyroidism, rheumatoid arthritis, insomnia, arthralgia, lupus erythematosus, vitamin d deficiency, muscle pain, dysuria, pelvic discomfort, nickel sensitivity, hot flashes, uterine leiomyoma, endometriosis and menstrual disorder. Concomitant products included duloxetine hydrochloride (cymbalta) since 2014 for depression as well as folic acid, methotrexate and paracetamol (tylenol 8 hour). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced intestinal obstruction (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced artificial menopause ("surgery caused menopause"), depression ("depression") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pyrexia ("fever"). The patient was treated with lithium, mineral oil emulsion and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, intestinal obstruction, artificial menopause, depression, mood swings, migraine, headache, nausea, dyspareunia, fatigue, weight increased and weight decreased outcome was unknown, the genital haemorrhage had not resolved and the abdominal pain and pyrexia had resolved. The reporter considered abdominal pain, artificial menopause, depression, dyspareunia, fatigue, genital haemorrhage, headache, intestinal obstruction, migraine, mood swings, nausea, pelvic pain, pyrexia, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming: pelvic pain, dyspareunia, abdominal pain¿. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.